Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the unspecified bd pen needle , the device experienced cannula breaks off (patient or non patient end) or pulls out. The following information was provided by the initial reporter. The customer stated: needle bent.